Event description:
It was reported that during the laparoscopic cholecystectomy, small parts of the bag detached from the ring and the bag torn for the three devices. The small parts fell into the cavity and the surgeon was able to removed those parts from the cavity. It was noted that the incision was extended as a result. The product was replaced to resolve the issue and complete the procedure.

Manufacturer narrative:
D10 concomitant products: 173050g, 173050g endo catch gold (lot # j4m2104my) 173050g, 173050g endo catch gold (lot # j4m2104my). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.